Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in conjunction with aptus endoanchors in a patient for the endovascular treatment of a 52 mm in diameter abdominal aortic aneurysm. One week post index procedure the patient experienced back pain and renal insufficiency/renal failure due to thrombus. The patient had angioplasty and a stent placed in the left renal artery resolving the event. It was also noted that the patient had renal stenosis prior to the index procedure; however, the physician attributed the event secondary to the implant of the stent graft and guidewire manipulation during the procedure. No additional clinical sequelae were reported.